Manufacturer narrative:
Additional information: a medtronic representative spoke with the surgeon in respect to the reported issue. The representative informed them the proper technique for registration. The representative was then present for a procedure on (B)(6) 2017. The following procedure was completed without any issues with accuracy. The reported issue was resolved with training. The instructions for use (IFU) which accompanies the device contains guidance regarding proper registration technique.

Manufacturer narrative:
In trouble-shooting, at the time of the event, the medtronic representative deemed it likely the first tracer performed did not collect points at the surgical site. On 01/09/2017, software analysis was unable to determine probable cause with the information provided. It is suspected a poor tracer pattern is responsible for the reported issue. Issue resolved at time of event. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy occurred. The patient was registered and the surgeon confirmed they were accurate on the nose. The medtronic representative did not see the tracing pattern. Once the surgeon got down to the desired site, the surgeon deemed being 1 centimeter inaccurate. On the nose, the surgeon deemed still being accurate. They re-registered the patient, making sure to get points around the site, and were accurate. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 10 minutes. There was no impact on patient outcome.